Event description:
On june 26, 2000, a nellcor puritan bennett n-25 sensor was received and forwarded to the co's failure investigation dept for a routine eval. Upon visual inspection the sensor appeared to have been exposed to high heat. No pt involvement.